Manufacturer narrative:
Return requested for open spine angled clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, when attempting to secure the clamps on the spinous process, the driver head and the screws on the clamps are stripped. Case continued after approximately a 5 minute delay using another instrument set. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.